Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed from the right ventricular (rv) lead. The clinician requested reprogramming options to avoid twos and the lead remains in use. No patient complications have been reported as a result of this event.